Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event, the device passed functional testing with no anomalies found. (B)(4)

Event description:
It was reported that the external pulse generator (epg) turned off by itself while in use on a patient. It happened three to four times with the same patient, but it was unclear if the patient fiddled with the device or not since one time the staff found the security cover moved aside with access to the controls. Once the device was replaced the problem disappeared. The patient did not suffer any injuries and a permanent pacemaker was eventually implanted, the patient was then discharged from the hospital. The epg was returned to the manufacturer for servicing. No patient complications have been reported as a result of this event.